Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator was in backup vvi. The patient presented in clinic on (B)(6) 2019. It was suspected that the device was in backup due to a communication or transmission issue. The device was reprogrammed and the issue was resolved.